Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a lead revision procedure and was doing well postoperatively. No product was added or removed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime after the implant procedure.